Event description:
It was reported that the device exhibited intermittent undersensing of small r waves. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.